Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging burning eyes, coughing, red eyes, sore throats, difficulty breathing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient has alleged of having difficulty in breathing/ shortness of breath, eye irritation, cough, sore throat, burning eyes and red eyes that requiring eye drops every morning. There was no report of serious patient harm or injury. Patient also alleged had a stroke. Section b1, b2, h1, codes in section h6 were updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused difficulty in breathing/ shortness of breath, eye irritation, cough, sore throat, burning eyes and red eyes that requiring eye drops every morning. Patient also alleged had a stroke. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.